Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece, therefore the reported event was not confirmed. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. Also, the aiming beam was dim, and the connector presented burn marks. The internal connector fracture could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector and also could lead to the burn marks. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a preparation for an ureterolithotomy procedure, the fiber was checked, and it was fine and the connection too. Then, when the fiber was activated, it does not emit light or fragment. The fiber was reconnected, but the issue persisted. The console was restarted, and the fiber was connected again, however the fiber did not work and was found to be burned. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a connector fractured.